Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead triggered an out of range impedance alert and high pacing impedance was observed. The lv lead remains in use. No patient complications have been reported as a result of this event.